Manufacturer narrative:
Concomitant medical products: a roadmaster (goodman), a headway (terumo) an excelsior sl-10 (stryker), and enpower dcb / control cable (lots unknown) was used for this procedure. (B)(4). Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to detach the coil could not be confirmed without product return for analysis. It is not possible to determine the root cause of the event. Factors that may have contributed to the event could not be conclusively determined; however, procedural factors or concomitant devices may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid-posterior cerebral artery, a presidio (pc410041230/c34418) was chosen as the framing coil, however when the detach button was pressed, the microcoil remained undetached despite the detachment light being illuminated and the audible signal beep. Micrusphere and cashmere coils were then used and were successfully detached with the same enpower cable and dcb, thus it was concluded by the customer that only the presidio had a problem. The procedure was successfully completed without further issues, and there were no patient injury/complications or difficulty in removing the coil from the patient. However, due to the event the procedure was delayed for 5 minutes. The actual coil was not damaged when it was removed (i.e. Kinked stretched, fractured prematurely detached). The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. The coil had been attached to the cable without use of excessive force. A pre-deployment electrical check was performed. No visible damage was noted on the product prior to or after the event. The complaint device has already been discarded. No further information is available.